Manufacturer narrative:
The insulin pump was received with lost sensor alarm and failed self-test alarm due to faulty reference board. Analysis was unable to communicate with blood glucose meter or reference due to faulty on reference board. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during testing. The insulin pump had scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they kept receiving lost sensor alarm. The customer's blood glucose was 201 mg/dl at the time of incident. The insulin pump will be returned for analysis.